Manufacturer narrative:
The site did not provide pt info when asked. Medtronic rep spoke with the site and had them move the microscope closer to the pt. He also had them select auto-focus and it worked very well. He said they are having no further issues and happy with the result. Scope and system functionality is accurate. User training resolved the issue.

Event description:
A neurosurgery specialist reported that when navigating with the microscope it was inaccurate by 10 cm. There was no impact on pt outcome reported.